Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided does not confirm any potential contributing factors. Additional information provided that a 10nm torque handle was used during the case, rather than the specified 8nm torque handle that is found in the creo mis technique guide. The exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from austria that a revision surgery was done due to the l5 right locking cap coming loose post-operatively.